Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure, there was a clot formation noticed while using the introducer sheath. The pt was fine during the procedure without major adverse events. An attempt has been made to obtain additional info about the case; however unsuccessful. The pt was reported to be fine.